Event description:
It was reported that the patient had shortness of breath and suffered a cardiac arrest. The patient was intubated due to a clenched jaw. Computed tomography (CT) scan of the head showed a left parietal acute infarct. The patient reported left sided weakness and being blind in both eyes. The patient was to remain off of anticoagulants for days then resume coumadin with an international normalized ration (inr) goal of 1.5-2.0. The patient was discharged to rehabilitation on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including stroke that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08aug2019. No further information was provided. The manufacturer is closing the file on this event.